Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up visit, the patient¿s pacemaker exhibited back up mode. Troubleshooting was performed and the device was recovered. No adverse patient consequences were reported.